Event description:
A materials manager reported that a surgeon plans to exchange an intraocular lens (iol) for a different power lens. The technician clarified that the patient is experiencing an unexpected postoperative outcome - distance vision was not sharp; as he was a little myopic. In a follow-up, the surgeon reported the event continues. The lens is in the bag w/o posterior capsule opacification. In a follow-up, a clinic staff member confirmed the lens was exchanged for the same model, different power lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/14/2012 by fax and mail. A completed questionnaire was received on 02/21/2012. (B)(4).